Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and replaced the datasettes and cleared the diagnostic logs. The fse completed the pm and performed full calibration and functional tests in accordance with the system¿s respective service manual. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #42. There was no patient involvement; thus no adverse event was reported.